Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Patient's representative reported "ruptured and was open inside the patient" and "pain". Later, patient reported "rupture". Later, patient reported "waxy lump, very close to the areola", "benign calcifications", "simple cyst" and " epidermal inclusion cyst (sebaceous cyst)". Later, healthcare professional reported "intracapsular rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient relative reported, left side "ruptured. And was open inside the patient" and "pain". Device remains implanted.